Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia ablation, and the patient experienced respiratory failure that required manual ventilation support. While mapping the left ventricle, the patient stopped breathing all of a sudden. Anesthesia notified the physician that the patient had stopped breathing. It was unsure if the patient completely stopped breathing or was breathing slowly. It was unknown how the injury was confirmed. Anesthesia stated that there was still electrical activity. She noticed normal sinus rhythm on the body surface leads displayed on the carto 3 system. Anesthesia placed a device on the patient's mouth to manually push air into the patient to assist the patient to breathe. The patient was then able to breathe on his own. The procedure was aborted. The patient woke up and was able to breath normally. The patient felt like he needed to throw up but that when the patient tried to throw up, nothing came out besides air. Anesthesia stated that it could have been due to the air pumped into the patient's system. The patient seemed stable by the end of the case. Patient was awake, conscious, and breathing before taking off table. The only biosense webster catheter inside of the patient's body was a pentaray catheter. The ablation system in use was the smartablate generator (unknown serial number) but that no ablation had been performed.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).